Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure freedom side of life') and endometrial ablation ('uterine ablation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant), experienced alopecia ("hair loss"), depression ("depression"), multiple allergies ("allergies"), loss of libido ("zero libido"), cough ("coughing") and bronchitis ("bronchitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and essure removal). Essure was removed. At the time of the report, the medical device removal, alopecia, weight increased, depression, multiple allergies, loss of libido, endometrial ablation, cough and bronchitis outcome was unknown. The reporter considered alopecia, bronchitis, cough, depression, endometrial ablation, loss of libido, medical device removal, multiple allergies and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: essure freedom side of life concerning the injuries reported in this case, the following one were reported via social media: hair loss, allergies, no libido, depression and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events: bronchitis, coughing, uterine ablation were added. On (B)(6) 2020: social media content received: reporter added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil had migrated out of tube and was imbedded in tissue near ovary') and fallopian tube perforation ('right tube had almost been perforated by coil') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure procedure together" in 2010. The patient's medical history included endometriosis ablation (novasure) in 2010 and parity 1 (vaginal). Concurrent conditions included urinary incontinence (physiotherapy did nothing). In 2010, the patient had essure inserted. In 2010, the patient experienced amenorrhoea ("period stopped for 4.5 years"). In 2015, the patient experienced metrorrhagia ("now I have occasional spotting") and hypomenorrhoea ("nothing heavy to warrant a tampon"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression"), multiple allergies ("allergies"), loss of libido ("zero libido"), cough ("coughing"), bronchitis ("bronchitis") and allergy to metals ("nickel issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed in 2016. In 2015, the amenorrhoea had resolved. At the time of the report, the device dislocation, fallopian tube perforation, alopecia, weight increased, depression, multiple allergies, loss of libido, cough, bronchitis, metrorrhagia, hypomenorrhoea and allergy to metals outcome was unknown. The reporter provided no causality assessment for amenorrhoea, hypomenorrhoea and metrorrhagia with essure. The reporter considered allergy to metals, alopecia, bronchitis, cough, depression, device dislocation, fallopian tube perforation, loss of libido, multiple allergies and weight increased to be related to essure. The reporter commented: I had essure together with novasure ablation and did not have a period for 4.5 years. Now I have occasional spotting, nothing to warrant a tampon. It is fabulous not to have it monthly. Concerning the injuries reported in this case, the following one were reported via social media: hair loss, allergies, no libido, depression, fallopian tube perforation, embedded device and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil had migrated out of tube and was imbedded in tissue near ovary') and fallopian tube perforation ('right tube had almost been perforated by coil') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure procedure together" in 2010. The patient's medical history included endometriosis ablation (novasure) in 2010 and parity 1 (vaginal). Concurrent conditions included urinary incontinence (physiotherapy did nothing). In 2010, the patient had essure inserted. In 2010, the patient experienced amenorrhoea ("period stopped for 4.5 years"). In 2015, the patient experienced metrorrhagia ("now I have occasional spotting") and hypomenorrhoea ("nothing heavy to warrant a tampon"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression"), multiple allergies ("allergies"), loss of libido ("zero libido"), cough ("coughing"), bronchitis ("bronchitis") and allergy to metals ("nickel issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed in 2016. In 2015, the amenorrhoea had resolved. At the time of the report, the embedded device, fallopian tube perforation, alopecia, weight increased, depression, multiple allergies, loss of libido, cough, bronchitis, metrorrhagia, hypomenorrhoea and allergy to metals outcome was unknown. The reporter provided no causality assessment for amenorrhoea, hypomenorrhoea and metrorrhagia with essure. The reporter considered allergy to metals, alopecia, bronchitis, cough, depression, embedded device, fallopian tube perforation, loss of libido, multiple allergies and weight increased to be related to essure. The reporter commented: I had essure together with novasure ablation and did not have a period for 4.5 years. Now I have occasional spotting, nothing to warrant a tampon. It is fabulous not to have it monthly. Concerning the injuries reported in this case, the following one were reported via social media: hair loss, allergies, no libido, depression, fallopian tube perforation, embedded device and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: social media received: new reporter information was added. Event medical device removal was replaced with new events added- embedded device and perforation fallopian tube was added. Follow up 7th and 8th process together. On 29-may-2020: social media received new reporter information and new event added nickel issues . Follow up 7th and 8th process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure freedom side of life') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair loss"), depression ("depression"), multiple allergies ("allergies") and loss of libido ("zero libido") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, alopecia, weight increased, depression, multiple allergies and loss of libido outcome was unknown. The reporter considered alopecia, depression, loss of libido, medical device removal, multiple allergies and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: essure freedom side of life concerning the injuries reported in this case, the following one were reported via social media: hair loss, allergies, no libido, depression and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. New events were added: hair loss, weight gain, depression, allergies and zero libido. Reporter information was added. Fup 2 and fup 3 processed together. On 3-dec-2019: social media received. No new significant information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('welcome to essure freedom side of life') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure procedure together" in 2010. The patient's medical history included endometriosis ablation (novasure) in 2010 and parity 1 (vaginal). Concurrent conditions included urinary incontinence (physiotherapy did nothing). In 2010, the patient had essure inserted. In 2010, the patient experienced amenorrhoea ("period stopped for 4.5 years"). In 2015, the patient experienced metrorrhagia ("now I have occasional spotting") and hypomenorrhoea ("nothing heavy to warrant a tampon"). In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), depression ("depression"), multiple allergies ("allergies"), loss of libido ("zero libido"), cough ("coughing") and bronchitis ("bronchitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed in 2016. In 2015, the amenorrhoea had resolved. At the time of the report, the medical device removal, alopecia, weight increased, depression, multiple allergies, loss of libido, cough, bronchitis, metrorrhagia and hypomenorrhoea outcome was unknown. The reporter provided no causality assessment for amenorrhoea, hypomenorrhoea and metrorrhagia with essure. The reporter considered alopecia, bronchitis, cough, depression, loss of libido, medical device removal, multiple allergies and weight increased to be related to essure. The reporter commented: I had essure together with novasure ablation and did not have a period for 4.5 years. Now I have occasional spotting, nothing to warrant a tampon. It is fabulous not to have it monthly. Concerning the injuries reported in this case, the following ones were reported via social media: essure freedom side of life concerning the injuries reported in this case, the following one were reported via social media: hair loss, allergies, no libido, depression and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: consumer posted she had novasure and essure procedure together (event monitoring error added, event endometrial ablation was removed) in 2010. Her period stopped for 4.5 years (event added). Nothing heavy to warrant a tampon (event added). Medical history added: parity 1, urinary incontinence. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure freedom side of life') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: essure freedom side of life. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.